Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned procedure and was completed by using a wired footswitch. It was reported to philips that the footswitch intermittently falls out. The philips field service engineer (fse) inspected the system onsite but could not replicate or reproduce the issue mentioned by the customer. The system was working as intended without any issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch functioned intermittently. There was no reported patient or user harm. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.